Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the patient has a past medical history of stroke. The notes state that the stroke was thought to be embolic, but other heart tests are ok. The patient has a family medical history of heart disease. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.